Manufacturer narrative:
Corrected data: information that was known but inadvertently not provided. The incision was enlarged to explant the intraocular lens (iol). (B)(4). The iol was returned to the manufacturer. Visual inspection at 10x magnification showed the lens was stuck in the cartridge. Residues of viscoelastic (ovd) were observed inside the cartridge. Also, few loose particles were observed compatible with handling the sample out of the sterile environment. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The unit was handled for surgical use. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis one piece intraocular lens (iol) was explanted one day after implantation as the doctor suspected the capsular bag had collapsed. Additional information was requested but not received.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.